Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device failed to reboot. The device use during this event is unknown, however no harm or health impact were reported.